Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder and fatigue outcome was unknown. The reporter considered fatigue, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 33-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis, cholecystectomy, dyspareunia, endometriosis and anxiety. (B)(6)-2017: radiology: indication: ruq and luq pain. Impression: gallbladder polyp measuring 0.5 cm. No stones or biliary dilatation (B)(6)2017: indication: right upper quadrant pain. Left upper quadrant pain. Nausea. Finding: initial abdominal image reveals gallbladder as well as common bile duct radiotracer. At 45 minutes duodenal and small bowel activity is seen. Impression: 1. Symptomatic cck analog injection. 2. Low gallbladder ejection fraction of 20%. Previously administered products included for an unreported indication: mirena in 2011, ortho novum and lo estrin. Concomitant products included buspirone hydrochloride (buspar), clindamycin, medroxyprogesterone acetate (depo provera), omeprazole (protonix), pantoprazole and tretinoin. On (B)(6)2013, the patient had essure inserted. In february 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In september 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In january 2015, the patient experienced breast pain ("mastalgia"). In may 2015, the patient experienced tooth disorder ("dental issues"). In july 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In february 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux") and chest pain ("chest pain"). In april 2016, the patient experienced acne ("acne"). On (B)(6)2018, the patient experienced endometriosis ("endometriosis"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), abdominal pain lower ("lower stomach") and cyst ("cyst"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain, acne, back pain and cyst was resolving, the menorrhagia, tooth disorder, vaginal haemorrhage, headache, migraine, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, gastrooesophageal reflux disease, chest pain and abdominal pain lower outcome was unknown and the fatigue and breast pain had resolved. The reporter considered abdominal pain lower, acne, back pain, breast pain, chest pain, cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: lack of opacification of either fallopian tube. This is consistent with tubal occlusion following essure device placement.. Pathology test - on (B)(6)2018: final diagnosis bilateral fallopian tubes, bilateral salpingectomy: benign bilateral fimbriated fallopian tubes, complete cross-sections from each tube identified. Gross diagnosis: both fallopian tubes have coiled metallic devices within the lumens. Both fallopian tube segments have pinpoint lumens with no discrete mass lesions or gross abnormalities.. Ultrasound scan - on an unknown date: showed no evidence of gallstones.. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : reporter added, aka name added, patient demographic added, essure insertion date updated, events added - menorrhagia, acne, vaginal haemorrhage, headache, migraine, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, gerd, breast pain, chest pain, back pain , abdominal pain lower. Events onset date added. Outcome of the event fatigue and pelvic pain updated. Patients medical history ,concomitant drug and historical drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 33-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis, cholecystectomy, dyspareunia, endometriosis and anxiety. (B)(6) 2017: radiology: indication: ruq and luq pain. Impression: gallbladder polyp measuring 0.5 cm. No stones or biliary dilatation (B)(6) 2017: indication: right upper quadrant pain. Left upper quadrant pain. Nausea. Finding: initial abdominal image reveals gallbladder as well as common bile duct radiotracer. At 45 minutes duodenal and small bowel activity is seen. Impression: 1. Symptomatic cck analog injection. 2. Low gallbladder ejection fraction of 20%. Previously administered products included for an unreported indication: mirena in 2011, ortho novum and lo estrin. Concomitant products included buspirone hydrochloride (buspar), clindamycin, medroxyprogesterone acetate (depo provera), omeprazole (protonix), pantoprazole and tretinoin. On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In september 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In january 2015, the patient experienced breast pain ("mastalgia"). In may 2015, the patient experienced tooth disorder ("dental issues"). In july 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In february 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux") and chest pain ("chest pain"). In april 2016, the patient experienced acne ("acne"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), abdominal pain lower ("lower stomach") and cyst ("cyst"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, acne, back pain and cyst was resolving, the menorrhagia, tooth disorder, vaginal haemorrhage, headache, migraine, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, gastrooesophageal reflux disease, chest pain and abdominal pain lower outcome was unknown and the fatigue and breast pain had resolved. The reporter considered abdominal pain lower, acne, back pain, breast pain, chest pain, cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: lack of opacification of either fallopian tube. This is consistent with tubal occlusion following essure device placement. Pathology test - on (B)(6) 2018: final diagnosis bilateral fallopian tubes, bilateral salpingectomy: benign bilateral fimbriated fallopian tubes, complete cross-sections from each tube identified. Gross diagnosis: both fallopian tubes have coiled metallic devices within the lumens. Both fallopian tube segments have pinpoint lumens with no discrete mass lesions or gross abnormalities.. Ultrasound scan - on an unknown date: showed no evidence of gallstones. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. A96185) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis, cholecystectomy, dyspareunia and endometriosis. On (B)(6) 2017: radiology: indication: ruq and luq pain. Impression: gallbladder polyp measuring 0.5 cm. No stones or biliary dilatation. On (B)(6) 2017: indication: right upper quadrant pain. Left upper quadrant pain. Nausea. Finding: initial abdominal image reveals gallbladder as well as common bile duct radiotracer. At 45 minutes duodenal and small bowel activity is seen. Impression: symptomatic cck analog injection. Low gallbladder ejection fraction of 20%. Previously administered products included for an unreported indication: mirena on (B)(6) 2011. Concomitant products included medroxyprogesterone acetate (depo provera). In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder and fatigue outcome was unknown. The reporter considered fatigue, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: lack of opacification of either fallopian tube. This is consistent with tubal occlusion following essure device placement. Pathology test - on (B)(6) 2018: final diagnosis. Bilateral fallopian tubes, bilateral salpingectomy: benign bilateral fimbriated fallopian tubes, complete cross-sections from each tube identified. Gross diagnosis: both fallopian tubes have coiled metallic devices within the lumens. Both fallopian tube segments have pinpoint lumens with no discrete mass lesions or gross abnormalities. Ultrasound scan - on an unknown date: showed no evidence of gallstones. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs+mr received: lot number, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and cholecystectomy ('gallbladder removed') in a 33-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis, cholecystectomy, dyspareunia, endometriosis and anxiety. (B)(6)2017: radiology: indication: ruq and luq pain. Impression: gallbladder polyp measuring 0.5 cm. No stones or biliary dilatation (B)(6)2017: indication: right upper quadrant pain. Left upper quadrant pain. Nausea. Finding: initial abdominal image reveals gallbladder as well as common bile duct radiotracer. At 45 minutes duodenal and small bowel activity is seen. Impression: 1. Symptomatic cck analog injection. 2. Low gallbladder ejection fraction of 20%. Previously administered products included for an unreported indication: mirena in 2011, ortho novum and lo estrin. Concomitant products included buspirone hydrochloride (buspar), clindamycin, medroxyprogesterone acetate (depo provera), omeprazole (protonix), pantoprazole, spironolactone and tretinoin. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6)2015, the patient experienced breast pain ("sever breast pain"). In (B)(6)2015, the patient experienced tooth disorder ("dental issues"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6)2016, the patient experienced gastrooesophageal reflux disease ("acid reflux") and chest pain ("chest pain"). In (B)(6)2016, the patient experienced acne ("acne"). On (B)(6)2018, the patient experienced endometriosis ("endometriosis"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach"), abdominal pain upper ("sore in my lower tummy/stomach pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), cyst ("cyst"), musculoskeletal stiffness ("little stiff") and breast tenderness ("soreness or tenderness of breast") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and cyst was resolving, the menorrhagia, cholecystectomy, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, tooth disorder, headache, migraine, endometriosis, gastrooesophageal reflux disease, chest pain, musculoskeletal stiffness and breast tenderness outcome was unknown and the abdominal pain upper, back pain, fatigue, acne and breast pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, back pain, breast pain, breast tenderness, chest pain, cholecystectomy, cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, musculoskeletal stiffness, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: lack of opacification of either fallopian tube. This is consistent with tubal occlusion following essure device placement.. Pathology test - on (B)(6)2018: final diagnosis bilateral fallopian tubes, bilateral salpingectomy: benign bilateral fimbriated fallopian tubes, complete cross-sections from each tube identified. Gross diagnosis: both fallopian tubes have coiled metallic devices within the lumens. Both fallopian tube segments have pinpoint lumens with no discrete mass lesions or gross abnormalities.. Ultrasound scan - on an unknown date: showed no evidence of gallstones.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. New events: little stiff and sore in lower tummy were added and tenderness of breast event added. Outcome of the events back pain, abdominal pain, gallbladder removal ,acne were updated. Concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.